Manufacturer narrative:
This our combined initial and final report on this incident.

Event description:
The customer complained that during testing larger than normal cell buttons with solidscreen ii anti-d blend, the results yielded larger than normal cell buttons. The customer said that tango optimo called the result 2+ but that they were clearly negative and that some of the results are read as questionable. The problem description and instrument specific data were thoroughly checked. The problem description contains information on the spin time applied to the samples upfront using them on tango optimo. There is no information on the centrifuge speed, which is also a critical parameter in sample preparation. Since this case was only identified to be reportable during the effectiveness check of CAPA (B)(4), no specific result images could be retrieved. Based on the information we received and mainly driven by the problem description, cause for this issue is very likely to be induced by the sample preparation that (with 10 minutes, unknown g-force) is performed in dischordance to the recommendations (of 5 minutes, 1000 x g). Furthermore we strongly assume that the zmax-position of the device in question has been set to a lower value, meaning that the needle picks up the patients red cells from closer to the bottom. In combination with an exceeded centrifugation-time and/or -speed the amount of cells that will be transferred to the cavity is too high resulting in enlarged button size that may also be misinterpreted as positive by tango optimo. A CAPA has been initiated for late reporting.